Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an ablation procedure using an 11.5f sheath. Reportedly, when the plunger was removed, the suture was separated and the knot came loose. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6- medical device problem code 1494- off-label use- indication for use was added as the pre-close technique was not used when closing with a sheath greater than 8f.